Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital hemorrhage ('gen. Abnormal. Bleeding') in a 31-year-old female patient who had essure (batch no. B02263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: prilosec. Concurrent conditions included overweight, menstrual disorder, dysfunctional uterine bleeding, nabothian cyst, ovarian cyst, anxiety, ingrown toe nail, back pain (with radiation), muscle strain, endometrial polyp and cyst ovary. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("gi conditions/gastrointestinal or digestive system condition - bloating / acid reflux"), vertigo ("vertigo/autoimmune disorder ¿ vertigo"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - bloating / acid reflux") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss") and depression ("psychological or psychiatric problems - depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("uti/infection (bladder/urinary tract/vaginal) ¿chronic utis"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid (asprin) and surgery (hysterectomy. (Full),salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, hormone level abnormal, nausea, fatigue, weight increased, abdominal distension, alopecia, vertigo, menorrhagia, vaginal hemorrhage and abdominal pain lower had resolved, the urinary tract infection, urinary tract disorder, bladder disorder and gastrooesophageal reflux disease outcome was unknown and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital hemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal hemorrhage, vertigo and weight increased to be related to essure. The reporter commented: received treatment for - pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnormal. Bleeding, uti, hormonal changes, nausea, fatigue, weight gain, gi conditions, hair loss. Discrepancy noted in removal date (B)(6) 2017. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) conducted- bilateral occlusion. Bilateral essure devices, as above, with findings compatible with bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2015: transvaginal sonographic images of the pelvis were obtained. The uterus is retroverted. There are multiple cervical region likely nabothian cysts. The endometrial stripe is somewhat heterogeneous, measuring 1.19 cm. The uterus is otherwise unremarkable, measuring 7.9 x 4.5 x 6.0 cm. There is a simple appearing 2.4 cm cyst within the right ovary, thought to most likely represent a corpus luteum/functional ovarian cyst. Lot number: b02263; manufacture date: 2013-02; expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleeding') in a (B)(6) year old female patient who had essure (batch no. B02263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: prilosec. Concurrent conditions included overweight, menstrual disorder, dysfunctional uterine bleeding, nabothian cyst, ovarian cyst, anxiety, ingrown toe nail, back pain (with radiation), muscle strain, endometrial polyp and cyst ovary. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("gi conditions/gastrointestinal or digestive system condition - bloating / acid reflux"), vertigo ("vertigo/autoimmune disorder ¿ vertigo"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - bloating / acid reflux") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss") and depression ("psychological or psychiatric problems - depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("uti/infection (bladder/urinary tract/vaginal) ¿chronic utis"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid (asprin) and surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, hormone level abnormal, nausea, fatigue, weight increased, abdominal distension, alopecia, vertigo, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the urinary tract infection, urinary tract disorder, bladder disorder and gastrooesophageal reflux disease outcome was unknown and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnormal. Bleeding, uti, hormonal changes, nausea, fatigue, weight gain, gi conditions, hair loss. Discrepancy noted in removal date (B)(6) 2017. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram on (B)(6) 2013: essure confirmation test(s) conducted bilateral occlusion. Bilateral essure devices, as above, with findings compatible with bilateral tubal occlusion.. Ultrasound pelvis on (B)(6) 2015: transvaginal sonographic images of the pelvis were obtained. The uterus is retroverted. There are multiple cervical region likely nabothian cysts. The endometrial stripe is somewhat heterogeneous, measuring 1.19 cm. The uterus is otherwise unremarkable, measuring 7.9 x 4.5 x 6.0 cm. There is a simple appearing 2.4 cm cyst within the right ovary, thought to most likely represent a corpus luteum/functional ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received fu 2 and fu 3 process together. Case becomes incident. : previously reported event ¿injury to herself¿ replaced by new specific events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnormal. Bleeding, uti, hormonal changes, nausea, fatigue, weight gain, hair loss, vertigo,abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems ¿ depression, bladder or urinary problems or changes, gastrointestinal or digestive system condition - bloating / acid reflux and pain lower abdomen were added. Event onset date were added. Essure indication and removal date were added. Patient date of birth were added. New reporter and consumer address were added. Lab date were added. Essure lot number were added. Patient height and race were added. New reporter, lab data, medical history and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.